Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient experienced a hematoma. A antibacterial absorbable envelope was implanted. The crt-d remains in use. No further patient complications have been reported as a result of this event.